Manufacturer narrative:
(B)(4). Visual inspection of the product found the optic torn, one haptic torn off and the other haptic deformed. There was evidence of surgical residue. An investigation is in progress for lens tears under iaca # (B)(4). (B)(4).

Event description:
An aq2003v model lens tore while it was being inserted. The lens was implanted and removed with no pt injury.